Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens implantation surgery haptic lens was twisted and ruptured during at implantation. Surgery was completed on the same day using anterior diopter lens.